Event description:
Initially, problem identified as a possible product problem. Pt status post dialysis graft placement 2 weeks. Presented to emergency room in full arrest, bleeding from right upper arm. Pt successfully resuscitated. Surgeon notified and opened right upper arm. Graft had hole in it-not near graft anastomosis site. Surgeon ligated graft. Pt to dialysis and then to the acute observation unit. During conversation with nephrologist dir of nursing and the cousin of pt, cousin stated that the pt phoned them and told them they had fallen and were bleeding like a "hog." Rptr was unaware of fall unitl this time. Blood alcohol level 20 - drawn several hours after arrival to emergency room. Device available now. Intent to return to MFR.